Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, additional information was provided. In the absence of the subject device, it is difficult to determine the root cause of incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted prostatectomy (dr. (B)(6))- "in the procedure, surgeon opened a total of four inzii retrieval bags for lymph nodes and prostate. The or staff reported that the first bag opened a small hole in the bag, and the third bag did not close properly with the string not cinching the mouth of the bag closed. The second and fourth bags deployed without incident. The customer is reporting the first and thirds bags opened as defective, and requesting credit for (2) cd001 bags." Patient status - "n/a."